Event description:
It was reported that this pacemaker was suspected of exhibited premature battery depletion due to a recorded battery depletion alert. This device remains in service and will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected of exhibited premature battery depletion due to a recorded battery depletion alert. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.